Event description:
It was reported to boston scientific corporation that during a procedure using a capio open access suture capturing device, the capio carrier became stuck in tissue when the device was fired. The physician completed the procedure with another capio open access suture capturing device. There were no complications to the patient, who was fine at the conclusion of the procedure. All other information is unknown. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that during a procedure using a capio open access suture capturing device, the capio carrier became stuck in tissue when the device was fired. The physician completed the procedure with another capio open access suture capturing device. There were no complications to the patient, who was fine at the conclusion of the procedure. All other information is unknown. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Visual analysis of the returned capio device revealed that the carrier was bent and stuck in a partially deployed position. In addition, a scanning electron microscope (sem) analysis revealed that the nitinol wire was fractured due to a cyclic bending overload event with a slight torsion. This is indicative that anatomical and/or procedural factors caused the device failure.